Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating and that the usb port had corrosion. In addition, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer's blood glucose level ranged from 100-160 mg/dl. Reportedly, the customer performed a cartridge change resolving the issue and continued using the pump for insulin therapy.